Event description:
It was reported that when the patient was sleeping one of her pets knocked the pump off during the night and it is now broken and the wound was leaking. There was no patient harm reported.